Manufacturer narrative:
A visual examination of the complaint device revealed that the device does not have any visual defects; however, inside the device had several quantity of dry contrast. It was noted that the catheter had a hole that caused the leakage located at the balloon hub; the section around the hole also showed some deformation. Functional analysis could not be performed due to the condition of the device. Dimensional examination of the catheter revealed that the three sections; proximal, medium, and distal were measured, and the three sections passed and were within the specification. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on an unknown date. According to the complainant, during the procedure, when the balloon was attempted to be inflated on the third time, it would not inflate and a leak of contrast media was found from the side of the catheter. Reportedly, deflation of the balloon could not be performed, and the device was removed from the patient together with the endoscope. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on an unknown date. According to the complainant, during the procedure, when the balloon was attempted to be inflated on the third time, it would not inflate and a leak of contrast media was found from the side of the catheter. Reportedly, deflation of the balloon could not be performed, and the device was removed from the patient together with the endoscope. The procedure was completed with this device. There were no patient complications reported as a result of this event.